Event description:
It was reported that a patient underwent a oophorectomy female dog oophorectomy in (B)(6) 2026 and suture was used. Loss of penetration power, deformation and rupture of needles on at least two sutures. During oophorectomy for females dogs, the veterinarian uses suture to suture the abdominal wall and overspray the subcutaneous tissue. When suturing the subcutaneous tissue, after 2 or 3 tissue passages the needle no longer ¿pricked¿, deformed and eventually ruptured. Another suture from the same batch was opened but the needle showed the same anomaly: it did not sting and deformed. The veterinarian then used a 3th suture from another batch; the penetration power of the needle was normal. The surgery could be completed, without affecting the female dog. This problem occurred with other veterinarians of the clinic on the same suture (exact number unknown), on different oophorectomies. There was no impact on the animals. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/8/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: ¿ how many devices demonstrated the alleged deficiency? ¿ did the event occur during one or multiple patient procedures? ¿ what is the total number of procedures? ¿ how many devices demonstrated the alleged deficiency in each procedure? ¿ have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information received from the customer by email : how many devices demonstrated the alleged deficiency? At least two vicryl jv2950 (exact number unknown). Did the event occur during one or multiple patient procedures? On an ovariectomy (described) + on different ovariectomies. What is the total number of procedures? Multiple (exact number unknown). How many devices demonstrated the alleged deficiency in each procedure? At least two vicryl jv2950 for one (described) + several on different oophorectomies.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected data: h11, h6. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.